Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect interpretation of signal causing inappropriate shock, inappropriate anti-tachycardia pacing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect interpretation of signal causing inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient was in stable condition.